Event description:
A report was received from baxter stating that the customer experienced leakage of chemotherapeutic agents during patient use. The device contained 5-fluorouracil in normal saline. No reports of patient injury or medical intervention were associated with this event. Information was not available regarding the device set-up.